Event description:
It was reported that during an unspecified procedure a shaft fracture occurred. The 80 to 90% stenosed lesion was located in a moderately tortuous and severely calcified right common iliac artery. The f/g sterling otw 6.0 x 100/135 balloon was advanced over a v-18 wire and while advancing to the lesion, resistance was felt. The physician pulled the wire out and left the balloon in place. The wire looked fine. While attempting to put the same wire back into the balloon, the wire started to curl up into the balloon due to the shaft being fractured. Everything was removed intact and completed the procedure with a different device. The pt status is listed as fine with no complications reported.

Manufacturer narrative:
(B)(4).